Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened act dome switch. The device had moisture traces at the keypad traces during visual inspection. The device had a cracked case at the display window corners and battery tube threads. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.